Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis connector assembly for investigation. Visual inspection of the assembly revealed signs of use. No other defects or anomalies were identified. The total length of the catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The returned catheter was leak tested by clamping the distal end and pressurizing both extension lines. Each lumen was pressurized with water to 45psi for 30 seconds. No leaks or air bubbles were observed in any area of the assembly; therefore, the sample passed functional inspection. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit cautions the user, "the extension lines of you-bend are not to be re-formed on a continuous basis. Excessive re-forming of the extensions may lead to wire fatigue and breakage." The reported complaint of extension line leakage could not be confirmed by complaint investigation. The returned connector piece passed visual inspection and no leaks were found during functional leak testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the doctor found the extension line broken. The doctor replaced the device to complete the treatment and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the extension line broken. The doctor replaced the device to complete the treatment and the patient is fine.